Event description:
After an implantation period of approximately 6 days it was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The visual analysis revealed a squeezed outer conductor coil 42 cm proximal to the lead tip, which most likely resulted from the surgery due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. The visual inspection of the fixation helix did not show any deviations from the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.